Manufacturer narrative:
Additional information was received stating that the impacted custom tubing packs were not medtronic devices and that the information provided was reported by the account in error. Therefore, there is no information to reasonably suggest that a medtronic device may have caused or contributed to a death or serious injury or that a medtronic device has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the custom tubing pack was found to have the manifold for purge line valves not fixed properly to the base in a high pressure area. The issue was identified while priming the circuit prior to use. The use of the pack was unspecified. No patient complications have been reported as a result of this event.